Manufacturer narrative:
H6: investigation summary : no photo or sample was returned for investigation by our quality team. Without further information or a physical sample, the customer's complaint of leakage cannot be verified and the root cause remains unknown. A device history record review for model 10794983 lot number 20105151 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 15oct2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 2 y microbore ext w/luer & 2 sld clp experienced leakage. The following information was provided by the initial reporter: (IV) bifuser leaking in patient's bed twice. Changed IV bifuser first time when the bed and IV tubing were found wet, found it to be leaking again about a half hour later. No visible cracking noted. Infant was not receiving ordered fentanyl drip and versed drip because they were leaking into bed. Infant was extremely agitated and thrashing head around. Infant is intubated and was dangerously agitated.

Manufacturer narrative:
Date of birth: only the patient's age was provided, therefore a default date of birth has been listed. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 y microbore ext w/luer & 2 sld clp experienced leakage. The following information was provided by the initial reporter: (IV) bifuser leaking in patient's bed twice. Changed IV bifuser first time when the bed and IV tubing were found wet, found it to be leaking again about a half hour later. No visible cracking noted. Infant was not receiving ordered fentanyl drip and versed drip because they were leaking into bed. Infant was extremely agitated and thrashing head around. Infant is intubated and was dangerously agitated.